Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "since she has been using her unit, she has been experiencing frequent headaches". The patient also stated," has also been to the doctor because she has never been one to have headaches like that". The patient also alleges "having pains in her chest". The patient stated, "her doctor did state that it could be her machine". There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.